Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) study. Same patient as MFR ID#: 2134265-2011-05048. It was reported that post a stenting treatment procedure, restenosis occurred. In 2009, the patient had an unknown size taxus liberte stent implanted in the atrioventricular branch. (B)(6)-2010, the patient experienced silent ischemia and restenosis of the mildly calcified atrioventricular branch. This was treated with predilation to 8atm, deployment of a 2.5x15mm promus stent, and post dilation and the patient was discharged the next day. (B)(6)-2011, during a follow up visit, it was noted that the patient had silent ischemia. Cardiac catheterization revealed 75% restenosis of the atrioventricular branch. No treatment was performed.